Event description:
It was reported that device turned off in the middle of the case causing full loss of image for 30 seconds. Procedure was completed using same device after a hard reset.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Three attempts were made to retrieve the device for evaluation but the device was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: full lose of image. Probable root cause: hardware: cables, connectors, sources, or sinks, capture card, motherboard, power supply, thunderbird firmware. Software: thunderbird software, use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that device turned off in the middle of the case causing full loss of image for 30 seconds. Procedure was completed using same device after a hard reset.